Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch # (B)(4).

Event description:
This is being filed to report the failure to deploy the clip. User facility medwatch report mw# (B)(4) received stating: the mitral clip was prepped prior to placing it into patient. When placed into patient and located to the mitral valve, the device would not deploy the clip correctly. After many attempts by the physicians, it still would not deploy. The clip was removed from the patient and no harm to patient occurred. Subsequent information received indicates another clip was implanted reducing degenerative mitral regurgitation from 4 to 1-2.

Manufacturer narrative:
This is a duplicate of (B)(4), which was filed under medwatch MFR report# 2024168-2021-08893. The investigation is conserved in MFR report# 2024168-2021-08893.

Event description:
Subsequent information received indicates another clip was implanted reducing degenerative mitral regurgitation from 4 to 1-2. Additionally, it was determined this is a duplicate of (B)(4), which was filed under medwatch MFR report# 2024168-2021-08893.